Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
A knee revision procedure has been indicated due to unknown reasons. No further information has been provided.